Manufacturer narrative:
The insulin pump was received with flashing white lcd due to cracked lcd controller on pcba 1. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to flashing white lcd. The pump was received with cracked case on battery tube area, scratched casing, minor scratches on lcd window, pillowing keypad overlay and stained serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks along the battery compartment. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.